Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the sealant was stuck to the distal tip of the 6f/7f mynx control vascular closure device (vcd), approximately around the balloon area. Hemostasis achieved with manual compression. No issues occurred for the patient. The procedure was an endovascular therapy (evt) case of the superficial femoral artery (sfa). Hemostasis with the mynx was attempted after completing a femoral artery (fa) crossover approach. A 6f 10cm non-cordis sheath was used. The user is mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. Following the series of steps, the mynx sealant was placed carefully. After two minutes the balloon was deflated. Button 2 was pressed to retrieve the balloon, and the balloon was retrieved into the shaft. The mynx was removed together with the sheath. The device was not returned for evaluation as it was discarded. A product history record (phr) review of lot j2513502 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant-inaccurate placement-complete¿ could not be observed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the reported event of the sealant coming out with the device. However, procedural/handling factors (such as not maintaining fingertip compression during removal) are possible. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control instructions for use (IFU), step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if removal of the device is not performed as instructed (with maintained fingertip compression and realignment with the tissue tract), the placement of the sealant could be affected. Neither the phr review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot j2513502 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant was stuck to the distal tip of the 6/7f mynx control vascular closure device (vcd), approximately around the balloon area. Hemostasis achieved with manual compression. No issues occurred for the patient. The procedure was an endovascular therapy (evt) case of the superficial femoral artery (sfa). Hemostasis with the mynx was attempted after completing a femoral artery (fa) crossover approach. A 6f 10cm non cordis sheath was used. The user is mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. Following the series of steps, the mynx sealant was placed carefully. After two minutes the balloon was deflated. Button 2 was pressed to retrieve the balloon, and the balloon was retrieved into the shaft. The mynx was removed together with the sheath. The device will not be returned for evaluation because it was discarded.